Manufacturer narrative:
This event occurred in (B)(6).

Manufacturer narrative:
The investigation could not determine a specific root cause. Based on the provided calibration and qc data, a general reagent issue could not be found. Review of the provided analyzer performance data showed no evidence for an instrument related problem. The customer excluded a sample mix-up but assumed that the sample had been contaminated. It was noted the customer was not following the tube manufacture's recommendations for centrifugation time and speed and was not using the recommended sample rack adapters.

Event description:
The customer received questionable intact human chorionic gonadotropin + the ss-subunit (hcg+ss) results for one patient. Two samples were drawn from the patient on (B)(6) 2013. The result from the first sample was 211.7 mui/ml. On (B)(6) 2013, the repeat result on the same analyzer was 2538 miu/ml and on the other cobas 6000 analyzer was 2663 miu/ml after pinch tubes exchange. The sample was tested on an unknown date on a vidas analyzer and the result was >1500 mui/ml for the second sample from (B)(6) 2013, the result on (B)(6) 2013 on the other cobas 6000 analyzer was < 0.1 mui/ml. The sample was tested on a vidas analyzer and the result was < 2.0 mui/ml. A third sample was drawn from the patient on (B)(6) 2013 and the result from the original cobas 6000 analyzer was < 0.1mui/ml. The result of 211.7 miu/ml was reported outside the laboratory, but was questioned by the patient who said it was impossible for her to be pregnant. The reported result was corrected to <0.1 miu/ml. It was not known if the patient was adversely affected. The hcg+ss reagent lot number was 171601. The expiration date was requested, but was not provided. The field service representative changed the pinch tubes and cleaned the sample and reagent probes. The pre-wash station was also checked and it was ok. Performance testing was run and it was successful. On (B)(6) 2013, the second sample from (B)(6) 2013 was then retested and the result was <0.1 mui/ml. The sample from (B)(6) 2013 was retested and the result was <0.1 mui/ml. These results were confirmed negative on the vidas analyzer. No specific data was provided.